Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. Product event summary: analysis confirmed the customer commented that the cable was damaged and it was replaced to resolve. (B)(4).

Event description:
It was reported that the radiofrequency programmer head's cable was damaged. The programmer head was returned for service. No patient complications have been reported as a result of this event.